Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the pump was returned with ¿glue-like¿ debris in the battery compartment and on the battery cap. A battery could not be inserted into the battery compartment and therefore the pump could not be powered on. Investigation revealed that the battery compartment was cracked and the battery compartment and battery cap threads were stripped. The battery cap could not secure to the pump. The pump casing was opened and no internal defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had no power. The reporter noted that the battery compartment was cracked, the battery cap's yellow o-ring was visible, and the battery cap could not be tightened properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.